Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description, due to an optic scratch in the initial procedure patient experienced severe glare in distant vision post-operatively. So, the lens was exchanged for another lens model 01 day following the initial procedure. Additional information was received and stated, there was slight corneal swelling but the refractive value was normal.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis, and damage was observed to the intra ocular lens (iol). Lens received wrapped in a piece of gauze. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with loose fibers. The haptics are slightly deformed. The lens is cleaned for further evaluation. There are fractures in the optic. We are unable to determine the root cause for the reported complaint optic scratch, severe glare in distant vision, corneal edema. The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).